Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12, which did not cause any adverse impact to the customer's blood glucose level. Cts provided instructions to reset the pump, assisting the caller in rejoining the sensor session despite insufficient insulin to reload the cartridge, with plans to address this once home. The same malfunction did not recur after resetting, and the customer was advised to set up a new pump and to call back if any further malfunctions occur.